Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 205 mg/dl. Pump system check found the pump time and date were incorrect. Customer also reported to have received an occlusion alarm. Customer changed the infusion set and resumed insulin delivery. Customer also corrected the time/date.